Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. A visual inspection of the returned product noted: that the circular seals were cut. The trocars and cannulas appeared intact. The obturators were received. The envelope seals were stretched out. The obturators were received inserted into the cannula. Prolonged insertion can cause the envelop seal to become stretched. A functional evaluation found that the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the ports were in the abdomen during a laparoscopic gastric bypass, there was air or gas leaked from the seal. The surgeon was passing 5mm instruments though the 12mm trocars and when the stapler was put through the trocar, perhaps when it was removed, it broke the seal and caused leaking. When the 55mm instruments were reintroduced, that is when they heard the air leaked constantly. They went through two tanks of air. The issue did not prevent the surgery from proceeding. There was no patient injury.